Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard 01 meter was giving high readings. In the morning before breakfast the customer's husband tested her glucose levels. The first test she received 365mg on the right hand. About 5 minutes later he tested on her left hand and received 111mg. He stated she didn't have any symptoms, nor did she treat herself with any medication. He started to question the meter because he compared the high reading to the normal readings she has been receiving. He then proceeded to contact customer service to ask for help to check the meter. Verified she stores her meter and strips in the dining room, she changes her lancets every time she test, washes hands with soap and water, allows fingers to dry thoroughly, she doesn't have issues getting a sample of blood. Her normal glucose readings range from 110mg to 117mg. Controls not used. Replacing product.